Manufacturer narrative:
The investigation determined the last pinch tubing replacement was 6 month prior to the event. The customer was not completing the maintenance schedule as required. Product labeling states the tubing should be replaced quarterly (every 3 months).

Manufacturer narrative:
The customer noticed that the pinch valve tubing was cracked and leaking. The customer replaced the pinch valve tubing. The investigation is currently ongoing.

Event description:
The initial reporter complained of questionable results for multiple tests tested on a cobas 8000 e 602 module. From the data from 49 patients, 3 patients had questionable elecsys probnp ii immunoassay results, 2 patients had questionable elecsys ca 19-9 immunoassay results, 2 patients had questionable elecsys ca 15-3 ii assay results, 1 patient had a questionable elecsys total psa immunoassay result, 14 patients had questionable elecsys ft4 iii assay results, 1 patient had a questionable elecsys brahms pct result, and 1 patient had both questionable probnp and ft4 iii results. The results in question were reported outside of the laboratory.